Manufacturer narrative:
Based on the data provided, it was noted that the customer used serum separator tubes (sst) with particulate material still over the gel column. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d total ii (vitamin d total ii) result for 1 patient sample tested on the cobas 6000 e 601 module. The initial result was not reported outside of the laboratory. The sample was manually diluted using the recommended dilution of 1:2. The sample was also rerun using the primary tube. The initial result of the undiluted sample was 100.0 ng/ml with a data flag. The first repeat result using the diluted sample was 32.29 ng/ml. The second repeat result using the diluted sample was 34.55 ng/ml. The third repeat result using the primary tube was 43.73 ng/ml. The fourth repeat result using the primary tube sample was 46.51 ng/ml. The reagent lot number is 57074601 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The alarms history showed that a majority of the alarms were sample quality related. Most of the alarms were: "abnormal aspiration", "abnormal sample probe movement "or "sample short". It was also confirmed there was particulate material on the sample surface. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.